Manufacturer narrative:
(B)(4). The device was not returned for analysis. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported the catheter became stuck on the wire. A 2.1mm jetstream xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa). When the catheter was advanced from the right side crossover to the left side sfa, the catheter was found to be stuck on the non-bsc wire and was unable to advance further. The device was completely removed without issue. The procedure was completed with another of the same device. There were no patient complications reported and the patient was in stable condition after the event.